Manufacturer narrative:
Eval summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints received for the lot number.

Event description:
Facility reported pt presented with increased intraocular pressure (iop) after this product was used during intraocular surgery for a detached retina. It was reported the product had been used at 28% instead of 100% as per the directions for use (dfu). The surgeon reported that the pt had an add'l procedure to remove the product one day after surgery and had a good outcome. The pt is described as doing well (retina attached and vision improving) four to five weeks following surgery. The surgeon stated there was no permanent harm.